Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports of the same allegation. There were two reported events of the patient going to the ER. Related record: cmpl-(B)(4).

Event description:
It was reported via google play store that a dexcom app crash issue occurred. The patient¿s spouse reported that he had to uninstall and reinstall at least 2-3 times a week as it crashes. He also stated that the app will not open. The spouse reportedly needs to monitor the patient and has had to take her to the emergency room twice (see related record cmpl-(B)(4). The last time, she was reportedly at 1062 mg/dl for glucose. No patient or reporter details were provided, therefore follow up was not possible. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.